Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated he went to change the battery and when he closed it, it would not turn on and he tried multiple new batteries and it would not turn on. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was corroded. Customer stated the spring was corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.